Manufacturer narrative:
An event of valve leaflets not coapting was reported. The device was received at abbot for examination and found with the valve leaflets were dehydrated and precluded functional testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Event description:
It was reported that on (B)(6) 2023, a 21mm epic supra valve was chosen for implant. After the valve was implanted, during saline test, it was observed that the leaflets were not closing properly. The valve was removed, and a replacement 21mm sjm masters series valve expanded cuff was successfully implanted. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.